Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
After initial implant, the device could not connect to the remote monitoring application. The patient was brought back into the clinic where unsuccessful interrogation attempts were observed. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Analysis performed indicated normal device characteristics. Device was able to be interrogated without any difficulties during entire analysis. Visual inspection did not find any foreign material on the header feedthrough pin that could contribute to the noise complaint. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.